Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8134999 all inspections were performed per the applicable operations qc specifications. There were nine (9) notifications [200760046, 200760190, 200760242, 200760168, 200760243, 200759492, 200760002, 2007588581, 200757426] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the shield was not straight on the syringe, thus affecting products sterility with a bd veo¿ insulin syringe with bd ultra-fine 6mm needle. This was on 3 occurrences found during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the consumer encountered the syringe to be bent the barrel needle hub connecting area is not straight. Orange shield not straight on syringe when remove this shield the needle is also bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield was not straight on the syringe, thus affecting products sterility with a bd veo¿ insulin syringe with bd ultra-fine 6 mm needle. This was on 3 occurrences found during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the consumer encountered the syringe to be bent the barrel needle hub connecting area is not straight. Orange shield not straight on syringe when remove this shield the needle is also bent.